Manufacturer narrative:
H3: product analysis confirmed that visually, the device together with an open pouch was returned in a large plastic pouch (customer pouch). The device pouch was open from 3 of 4 sides of the pouch. There were drops of liquid noted inside the diameter of the tube. There was no biological contamination on the device, and no tape paper on the harness. There was no damage in the construction of the device. Electrically, the resistance from end to end shall be less than 200 ohms, and the actual measurements were 83.7 ohms (red), 37.9 ohms (red with white stripe), 97.5 ohms (blue), and 45.6 ohms (blue with white stripe), all within specification. Functionally, the device was connected to the nim system while tube was submerged in a saline solution for electrode check and functional test. Both, electrode check and functional test passed right upon being connected to the nim system. For further analysis, the electrode check and functional test were repeated by manipulating the tube (tube was pulled out of saline solution, reshaped, and submerged in saline again), and there was no change in the result (from the first test). The further analysis was continued by injecting 15cc of air into the cuff and found no issues (cuff inflated/deflated as it should). A review of the global complaint data showed no other complaints about this lot number. This report is being submitted as part of remediation activities associated with CAPA#: 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that three consecutive 7.0mm trivantage tubes were introduced into the patient's trachea because no electrode check seemed to pass. According to the anesthesiologist, the maximal tube size was used for the patient, and the patient was not under anesthetics at the time of intubation. Also, no lubricant was used on the external walls of the tube. The nim 3.0 neuro was also rebooted multiple times during the procedure, and electrodes re-inserted into the patient interface without it having any impact on the electrode check. The procedure extended for one hour. Thyroidectomy was performed without monitoring, without any patient harm. No patient injury reported.